Manufacturer narrative:
Manufactures investigation conclusion: the reported event of backup battery fault was not confirmed. The heartmate3 system controller was not returned for analysis. And there was no log file submitted for review. The provided information, stated that reseating the battery did not resolve the issue. The controller was exchanged. And no additional documents or pictures were provided. A root cause for the reported event, cannot be conclusively determined through this analysis. No further information was provided. Device history records were reviewed, and showed no deviations from manufacturing or qa specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that a low flow software installed with previous low flow install. A new controller was programmed with low flow software due to ebb (emergency backup battery) fault despite new ebb and reseating. Controller exchange was performed with low flow software installed. No additional information provided.